Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v014246, implanted: (B)(6) 2007, product type: lead; product ID 64002, lot# n318565, implanted: (B)(6) 2012, product type: adapter; product ID 3387s-40, lot# v014246, implanted: (B)(6) 2007, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported there was a power on reset (por) condition. It was seen the day prior to report but they were able to press the green button and got their normal recharging screen with all coupling bars full. The patient recharged every day and they have never had a patient programmer. No patient symptoms were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.